Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented for a routine follow-up and upon review, noted the right ventricular (rv) lead was found to be fractured via fluoroscopy. In addition, the rv lead exhibited undersensing, loss of capture and high out of range pacing impedances. The impedances were greater than 2500 ohms. At this time, the rv lead has been surgically abandoned and replaced. No additional adverse patient effects were reported.